Event description:
The customer reported the system is displaying a temperature sensor and other errors. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and repaired the x-ray tube connectors and calibrated the x-ray tube. System operates as intended. (B) (4).